Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract when the button was pressed during use. The following information was provided by the initial reporter: "following an attempt to insert a peripheral IV into a vein in the patients right hand, I pushed the safety feature button that should have instantly retracted the needle, it did not retract. Thankfully, neither the patient, nor I were injured."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/20/2020. H.6. Investigation: our quality engineer inspected the representative samples and photograph submitted for evaluation. Bd received five unused representative insyte autoguard bc 22ga units in sealed packaging from material number 382523, lot number 0063779. In addition, one photograph was received which displayed an opened package and a used unit. No catheter-adapter assembly was present. The white button is depressed on the photograph sample, but the needle is not retracted. The photograph quality is not sufficient for a meaningful examination of the possible unit defects that may cause retraction failure. A visual/microscopic evaluation was performed on the representative units. There was no mechanical/physical damage to any of the components (spring, needle, hub, grip) or evidence of adhesive on the button or hub. A functional test was performed where all retractions were successful as there were no delayed reactions observed. The returned representative units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. Although the reported issue was confirmed from the review of the photograph, the photograph provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract when the button was pressed during use. The following information was provided by the initial reporter: " following an attempt to insert a peripheral IV into a vein in the patients right hand, I pushed the safety feature button that should have instantly retracted the needle-it did not retract. Thankfully, neither the patient, nor I were injured."